Event description:
It was reported that the device will not pace for a minimum of 15 seconds when the battery is removed. The device will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that a capacitor component caused the battery removal test failure.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, the upper case was dented/broken, both bail covers were broken, the atrial output connector was out of specification, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched.

Event description:
It was further reported that the generator had been returned for service. The paperwork indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.